Event description:
Clinical study. It was reported that 245 days after the initial procedure the patient experienced in-stent restenosis and required a target vessel reintervention. The target lesion was located in the ostium right internal carotid artery, with an 85% stenosis and was 10 mm long with a 6 mm reference vessel diameter. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, residual stenosis was 0%. Nih stroke scale performed the next day was 0. The patient was discharged the day after procedure. Two hundred forty-five days after the index procedure, the site reported the patient had in-stent restenosis. The patient was treated with the placement of a non bsc stent in the right bifurcation common carotid artery, with a 90% stenosis that was 10mm long with a 5 mm reference vessel diameter with a 0% residual stenosis. The event was resolved without residual effects. The patient was discharged later that day.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.